Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would lock out when the surgeon started the firing process. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? The nurse said on first firing... I was not there. What color cartridge was being used? I believe gray. What other color cartridges were used before and after this event? N/a. Was the instrument fired across or near an existing staple line or clip? I don't believe so. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? A nurse instructed the surgeon how to use the reverse knife blade red button to return the blade to a seated position in order to be able to open the jaws. The surgeon could not remember. The analysis results showed that one 60 mm device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.